Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error while the customer attempted to deliver a bolus. The customer was able to prime the insulin pump without any errors. The insulin pump alarmed motor position encoder error prior to a failure of flash memory alarm. The customer was unable to complete the priming process. Customer's blood glucose level was 10.0 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.